Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and non-boston scientific implantable cardioverter defibrillator (ICD) exhibited increasing shock impedance measurements. The impedance on the svc and the rv coil were both over 160 ohms, which was out-of-range. A boston scientific technical services consultant discussed possible calcification on the shock coils. The physician planned to monitor the lead for now, until the device reached elective replacement indicator (eri). No adverse patient effects were reported.